Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage and blank display. The customer stated the pump had stopped working all night, restarted the pump and it worked. But, then the screen went blank after it was exposed to pool water. The display will not return. The customer's blood glucose was 177mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
No blank display anomalies or black display anomalies noted during testing. The insulin pump received stuck in critical pump error and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify vibration anomalies and red led light anomalies due to critical pump error. The insulin pump received with air leak during leak test between the battery tube area and battery tube threads. The insulin pump received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, corrosion in battery tube, corrosion on motor home switch and severe corrosion on force sensor assembly.